Event description:
It was reported that the cuff component of the bivona tracheostomy tube was deflating due to a leak at the point of attachment near the flanges. This incident occurred while the device was in patient use. A trach tube change out was performed. No patient injury or complications were reported in relation to this event.